Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Customer support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if any malfunction code reappeared.